Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure a field service engineer found that no keys were available and contacted station. The fse was able to verify that drawer 12 was working; however, a general failure was received when attempting to open all cubies on row two. The fse tried using a different row board in the same position but observed the same results. Then another fse had addressed the problem and explained that a latch sensor was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user reported that when attempting to issue an item from drawer 12, the drawer opened but the cubie did not. In tester, with the drawer open, the "is cubie exposed" check returned a false result, indicating a possible drawer position sensor issue. Staff manually retrieved the needed item and planned to complete the issue transaction later after repairs were made. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.